Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date , at a follow up examination, aneurysm enlargement was detected in the bilateral common iliac arteries. On (B)(6) 2021, reintervention was performed. The right internal iliac artery was coil embolized and stent grafts were implanted both into the right external iliac artery and left external iliac artery. It was reported the both common iliac arteries had tendency of aneurysms at the index procedure.

Manufacturer narrative:
Revised.